Event description:
The user from the facility reported that the device does not stand still when the trigger is released (running-on) during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user from the facility reported that the device does not stand still when the trigger is released (running-on) during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.